Event description:
It was reported that the patient presented to the hospital for an implant procedure. During procedure, the right ventricular (rv) lead was unable to pass through the tricuspid valve. The rv lead helix was noted to be partially extended when taken out of it's packaging and the helix was unable to retract during the implant. The rv lead was removed and replaced. The patient was in stable condition.